Event description:
On (B)(6) 2013, patient contacted animas, alleging that the display screen was dim and discolored. Patient reported that the entire screen had dimmed and discolored gradually over a 6 month period. Patient stated that the display issue was not resolved by contrast reset, lens protection film removal or battery changes. Patient denied trauma to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.